Event description:
Reportedly, on (B)(6) 2026, during a in-clinic follow-up, difficulties to interrogate the subject ICD with 3 different programmers+crp4 head . Finally the ICD could be interrogated with a programmer and a rf head.